Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 58565) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included amenorrhea, hot flashes and insomnia. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea") and menstruation irregular ("irregular menstrual cycles"). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, migraine, headache, dysmenorrhoea and menstruation irregular outcome was unknown. The reporter considered dysmenorrhoea, headache, menstruation irregular, migraine and pelvic pain to be related to essure. Diagnostic results: abnormal thyroid test ros positive most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received. Reporter and patient demographics were added. Updated suspect drug indication. Lot number added. Concomitant disease, lab data added. Events migraines, headaches, dysmenorrhea and irregular menstrual cycles added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 58565-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included removal of kidney stone. Concurrent conditions included amenorrhea, hot flashes, insomnia and ovarian cyst. Concomitant products included alprazolam (xanax) from 2015 to 2016, duloxetine hydrochloride (cymbalta) from 2012 to 2013 and medroxyprogesterone (depo provera) from october 2007 to january 2008. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced tooth disorder ("dental problems"), bacterial vulvovaginitis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginal"), urinary tract infection ("urinary tract infection") and fatigue ("fatigue"). In (B)(6) 2008, the patient experienced migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2009, the patient experienced arthralgia ("hip pain") and back pain ("back pain"). In 2011, the patient experienced major depression ("psychological or psychiatric problems condition: major depressive disorder") and anxiety ("anxiety"). In 2013, the patient experienced pruritus ("itchy welt patches on random areas"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstrual cycles"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia") and diarrhoea ("diarrhea"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, migraine, headache, menstruation irregular, tooth disorder, bacterial vulvovaginitis, urinary tract infection, pruritus and diarrhoea outcome was unknown, the dysmenorrhoea, vaginal haemorrhage, menorrhagia, arthralgia and back pain had resolved and the major depression, anxiety and fatigue was resolving. The reporter considered anxiety, arthralgia, back pain, bacterial vulvovaginitis, diarrhoea, dysmenorrhoea, fatigue, headache, major depression, menorrhagia, menstruation irregular, migraine, pelvic pain, pruritus, tooth disorder, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion abnormal thyroid test ros positive. On (B)(6) 2008 pathology report: source-vagina . General categorizations: epithelial cell abnormality interpretation/result: low grade squamous intraepithelial lesion (lsil). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2018: new pfs received- new events added: abnormal bleeding (vaginal, menorrhagia), dental problems, infection (bladder/urinary tract/vaginal) type: bacterial vaginal, urinary tract, psychological or psychiatric problems condition: major depressive disorder and anxiety attacks, rashes or skin conditions type: itchy welt patches on random areas, fatigue, hip pain, back pain, diarrhea were added. Outcome of events bleeding, cramping, pain, from unknown to recovered/resolved and events fatigue, psychiatric issues from unknown to recovering/resolving were updated. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 58565-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included removal of kidney stone. *abnormal thyroid test ros positive. On (B)(6) 2008 pathology report: source-vagina. General categorizations: epithelial cell abnormality. Interpretation/result: low grade squamous intraepithelial lesion (lsil). Concurrent conditions included amenorrhea, hot flashes, insomnia and ovarian cyst. Concomitant products included alprazolam (xanax) from 2015 to 2016, duloxetine hydrochloride (cymbalta) from 2012 to 2013 and medroxyprogesterone acetate (depo provera) from october 2007 to january 2008. On 19-oct-2007, the patient had essure inserted. In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). In november 2008, the patient experienced tooth disorder ("dental problems"), bacterial vulvovaginitis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginal"), urinary tract infection ("urinary tract infection") and fatigue ("fatigue"). In december 2008, the patient experienced migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea"). In november 2009, the patient experienced arthralgia ("hip pain") and back pain ("back pain"). In 2011, the patient experienced major depression ("psychological or psychiatric problems condition: major depressive disorder") and anxiety ("anxiety"). In 2013, the patient experienced pruritus ("itchy welt patches on random areas"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstrual cycles"), diarrhoea ("diarrhea") and impaired quality of life ("poor quality of life"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, migraine, headache, menstruation irregular, tooth disorder, bacterial vulvovaginitis, urinary tract infection, pruritus, diarrhoea and impaired quality of life outcome was unknown, the dysmenorrhoea, vaginal haemorrhage, menorrhagia, arthralgia and back pain had resolved and the major depression, anxiety and fatigue was resolving. The reporter considered anxiety, arthralgia, back pain, bacterial vulvovaginitis, diarrhoea, dysmenorrhoea, fatigue, headache, impaired quality of life, major depression, menorrhagia, menstruation irregular, migraine, pelvic pain, pruritus, tooth disorder, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical records: pelvic pain'. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs received. Event impaired quality of life was added. Onset date for event added. Product, patient & reporter information updated. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 58565-notvalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included removal of kidney stone and fallopian tube obstruction. *abnormal thyroid test ros positive. On (B)(6) 2008 pathology report: source-vagina general categorizations: epithelial cell abnormality interpretation/result: low grade squamous intraepithelial lesion (lsil). Concurrent conditions included amenorrhea, hot flashes, insomnia and ovarian cyst. Concomitant products included alprazolam (xanax) from 2015 to 2016, duloxetine hydrochloride (cymbalta) from 2012 to 2013 and medroxyprogesterone acetate (depo provera) from (B)(6) 2007 to (B)(6) 2008. On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). In (B)(6) 2008, the patient experienced tooth disorder ("dental problems"), bacterial vulvovaginitis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginal"), urinary tract infection ("urinary tract infection") and fatigue ("fatigue"). In (B)(6) 2008, the patient experienced migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2009, the patient experienced arthralgia ("hip pain") and back pain ("back pain"). In 2011, the patient experienced major depression ("psychological or psychiatric problems condition: major depressive disorder/depression") and anxiety ("anxiety"). In 2013, the patient experienced pruritus ("itchy welt patches on random areas"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstrual cycles"), diarrhoea ("diarrhea") and arthritis ("arthritis") and was found to have quality of life decreased ("poor quality of life") and weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, migraine, headache, menstruation irregular, tooth disorder, bacterial vulvovaginitis, urinary tract infection, pruritus, diarrhoea, quality of life decreased, arthritis and weight increased outcome was unknown, the dysmenorrhoea, vaginal haemorrhage, menorrhagia, arthralgia and back pain had resolved and the major depression, anxiety and fatigue was resolving. The reporter considered anxiety, arthralgia, arthritis, back pain, bacterial vulvovaginitis, diarrhoea, dysmenorrhoea, fatigue, headache, major depression, menorrhagia, menstruation irregular, migraine, pelvic pain, pruritus, quality of life decreased, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: symptoms gets better with time. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical records: pelvic pain'. ¿concerning the injuries reported in this case, the following one were described in patient¿s social media records: weight gain , arthritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: pfs and social media were added. Events:weight gain and arthritis were added. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 58565-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included amenorrhea, hot flashes and insomnia. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea") and menstruation irregular ("irregular menstrual cycles"). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, migraine, headache, dysmenorrhoea and menstruation irregular outcome was unknown. The reporter considered dysmenorrhoea, headache, menstruation irregular, migraine and pelvic pain to be related to essure. Diagnostic results: abnormal thyroid test ros positive . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-aug-2018: update of information (batch is invalid). Incident. No valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.